Event description:
It was reported that the patient presented in clinic. Upon interrogation, the pulse generator exhibited diagnostics anomaly. The device was explanted and replaced. No patient symptoms were reported.